Manufacturer narrative:
The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported the correct insertion of the arteriotomy locator into the sheath with a proper click. The position of the dilator was checked, and the sheath and dilator were inserted over the horizontal wire without any issues. The carrier system was attached without any problems and retracted until it engaged. The entire system was slowly retracted, with no resistance felt on the inner wall of the vessel. The system was completely removed without the anchor or collagen being visible. The puncture site was manually depressurized. All steps were carried out properly by a very experienced user. The patient experienced no adverse effects. The removed system was cut open distally to check whether the anchor and collagen were still inside. The puncture site was manually depressurized. The patient has no impairments.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and provide the completed investigation results. One (1) 6 fr angio-seal vip device was returned. The returned sample includes the hemostasis sheath, carrier tube and header bag. The device was visually inspected and appeared to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated, and in rear lock position. The distal tip of the hemostasis sheath was cut, and the anchor was visible. The complaint can be confirmed for device nondeployment. The exact root cause cannot be determined. The likely cause may have been an obstruction to the sheath tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).